Manufacturer narrative:
A follow up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler alarmed for a heater bag issue during fill 1 of 6. The patient was able to bypass the alarm several times and was able to fill with some of the prescribed volume. The alarm continued and treatment was discontinued. When the set was removed fluid was found to have leaked and was on the cassette and the pump module. The cycler was replaced and the patient reported he would switch to manual treatment. During follow up the patient reported he had not had any adverse event and was not prescribed any antibiotics. The set was discarded.